Event description:
I had been using contact lenses for about 6-7 months and also using the re-nu products from the eye care center. I thought I had something in my eye requiring help form the eye ctr. When the optometrist examined me I was immediatley referred to a specialist. Since that time, I have been told I am going blind, even been issued the white tip cane and have had a corneal transplant that looks like it isn't going to work, also moved back to where I was born. I started working with the another eye clinic because I could no longer afford the medicine. I have been told that I have viral keratitis. Can anyone help me?